Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed on this event through the device tracking department. Based on the information reported on the patient implant form, an annuloflex mitral annuloplasty ring af-832 was implanted and explanted intra-operatively on (B)(6) 2022. The manufacturer has not received any allegation of a device malfunction nor of serious injury from the site regarding this event.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, the manufacturer will re-visit the case and take further actions as applicable.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer is following up with the site regarding this event and the device involved.